Manufacturer narrative:
Insulin pump received with constant motor error alarms during rewind due to leaking motor oil on motor home switch. Insulin pump was unable to perform displacement test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to oil on motor home switch. Insulin pump minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during prime. Customer stated that they do not use the sensor feature on the insulin pump and that they were able to rewind the device. Customer's blood glucose reading at the time of the call was 171 mg/dl. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.